Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Although a temporal relationship exists between the liberty cycler and the reported adverse event(s) of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse event(s) of peritonitis. Additionally, there is no allegation against any fresenius product(s) or device(s) having malfunctioned or not performed as expected. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. During the initial report, it was noted that the patient was experiencing drain complications and cloudy effluent while performing peritoneal dialysis therapy. Therapy was discontinued and the patient was advised to notify their nurse of the event. Upon follow, the peritoneal dialysis nurse reported that the patient had just begun peritoneal dialysis therapy a few days ago. The patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The peritoneal dialysis nurse declined to provide further information. Should additional relevant information become available, a supplemental report will be submitted.